Event description:
Consumer complaint of blood result reading of "lo". Customer says he does not have any symptoms of low blood sugar. Ran back to back blood test using capillary blood sample 91mg/dl and 93mg/dl. Review and document the meter memory: (B)(6) 2015 - 6:32am-lo. Customer is feeling well at this time and does not require any medical attention. Test strips are in date 03/31/2017 and were open on (B)(6) 2015. Customer control solution is in date 11/30/2015 and was open on (B)(6) 2015. Customer stores the strips, meter and the control solution in the bathroom above the sink. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strip evaluated with no defects found. Most likely underlying root cause of malfunction: user had a low glucose value.